Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving three separate products; associated MDR number 1225714-2014-00593 and 2937457-2014-00304.